Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 419488 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the implant procedure the existing competitor right ventricular (rv) lead pace/sense pin would not advance entirely into the rv p/s port of the new device even after manipulation. The physician did not use this device and requested a new device. The physician was able to insert the pace/sense pin of the competitor lead entirely into the new device rv port after lubrication of the pin with fatty tissue/mineral oil with manipulation of the pin. No patient complications have been reported as a result of this event.